Event description:
It was reported the patient had experienced a warming sensation around part of the lead after he has recharged the ipg. The patient reported the ipg pocket does not get warm, and the sensation is uncomfortable but not unbearable. It was reported the issue was not related to whether the stimulation was on or off. A replacement charging system was sent to the patient. Follow-up identified the patient had received the charging system and it was reported the system was working. The sjm rep was to follow up with the patient.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.